Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. A caller reported an unspecified high sensor scan was received and the customer experienced symptoms of cramps and not being able to speak. The customer was unable to self-treat and had contact with a healthcare provider who provided unspecified treatment. No further information was obtained as there was a ¿broken call¿. There was no report of death or permanent injury associated with this event.